Event description:
It was reported, the patient ((B)(6)) was experiencing intermittent stimulation at the same time every day. In turn, the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. The date the patient began experiencing intermittent stimulation is unknown.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the u.s. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.